Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the physician. It was reported that the cause of death was complications of porencephaly (congenital condition). The patient had a history of apneic episodes following placement of the pump in 2010. The physician did not know who most recently filled the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). The pump ((B)(4)) was returned for analysis. Interrogation of the device upon receipt indicated that the pump was delivering baclofen (2000 mcg/ml with flex dosing and a daily dose of 854 mcg/day). The analysis results showed that the pump was overinfusing with an undetermined root cause.

Event description:
The pump was returned. The return paperwork indicated that the patient had died (B)(6) 2015. There was no allegation or information that reasonably suggests that the patient's infusion system caused or contributed to the patient's death and the return paperwork did not suggest or question a malfunction. The pump underwent routine analysis.

Manufacturer narrative:
This pump was subjected to oi CAPA testing. The pump logs were free from any anomalies; therefore not requiring this pump to be put through full destructive analysis as per lab process. Analysis is complete.